Event description:
It was reported that customer was having trouble putting her carbs in the insulin pump. Customer stated that the bolus wizard was not giving her correct amount of insulin for the correction. The customer was advised that it was based on the settings from doctor's recommendation. Customer reported that she was having high blood glucose. Troubleshooting was not done due to customer hung up. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.